Event description:
Grease/fat build up in-between t-handle housing and shaft. Entry of grease in between sliding housing and spring loaded bush.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.